Event description:
It was reported that during a ureteroscopy holmium laser lithotripsy procedure, a malfunction occurred and inspection revealed that the fiber had a fracture. The event affected the patient procedure, but no further information was received despite attempts to obtain more clarity on the event.